Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented with inflammation of the skin over the lateral edge of the device. An erosion had started to develop. The physician elected to reposition the device into a sub-pectoral position to avoid total erosion. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted without further complications. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.